Event description:
Patient presented to the physician with wound dehiscence at the neck incision site and stimulation lead erosion through the open wound. Physician prescribed antibiotics. Physician brought the patient into the or two days later, repositioned the stimulation lead beneath the tissue, re-sutured, and closed the incision.

Event description:
Patient presented back to the physician with an infection at the chest and neck incision site. Physician brought the patient into the or and explanted the entire inspire system.